Event description:
A report was received that the patient was experiencing frequent ipg charging. The physician suspected malfunction due to the ipg not holding a charge. The patient will undergo a revision procedure wherein the ipg will be replaced.

Event description:
A report was received that the patient was experiencing frequent ipg charging. The physician suspected malfunction due to the ipg not holding a charge. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent ipg replacement. The patient was doing well postoperatively. The explanted device was not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.